Manufacturer narrative:
Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation in the pump bulb indicates that sufficient stress(s) may have been exerted on the pump to separate the site while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
According to the available information the titan touch prosthesis was implanted in 2020 and now does not inflate. The information received indicated that no needle or other [unspecified] used by the patient that can harm pump.

Manufacturer narrative:
Additional review determined this complaint was associated with titan pump recall z-0488-2021.